Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and inspected the probe, pumps, syringes, tubing and fitting. The wash station was inspected and the port dispenses were checked. The fse performed empty and fill and dark counts. The luminometer was inspected and cleaned. No hardware issues were found. The cause for the discordant tni-ultra result is unknown. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, we cannot rule out preanalytic factors leading to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from two patients. For sid (B)(6), an aliquot was tested and the initial result was high. The same aliquot sample was repeated and the result was negative. A new aliquot from the original sample was tested on both advia centaur cp systems and the results were high. The high result was reported. For sid (B)(6), an aliquot was tested and the initial result was high. The same aliquot sample was repeated and the result was negative. A new aliquot from the original sample was repeated on both advia centaur cp systems and the results were negative. The negative result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.